Event description:
It was reported to philips that intermittent fluoro failure occurred due to lateral ippc disk issues on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the lateral ippc image drives and formatted the disks. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).